Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The reported patient effect of perforation is listed in the coronary dilatation catheters (cdc), trek rx instructions for use as a known patient effect. The investigation determined the reported difficulties and perforation appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the proximal right coronary artery with moderate tortuosity and moderate calcification. A 2.5 x 20 mm rx trek balloon catheter was used for additional dilatation. The balloon catheter advanced to the target lesion with resistance due to the anatomy and after the first inflation at 12 atmospheres, the balloon ruptured causing a perforation. The rx trek balloon catheter was removed and replaced with an unspecified balloon catheter. A decision was made not to use a graftmaster stent to treat the perforation due to the tortuosity and calcification, and therefore the replacement balloon catheter was advanced to the target lesion, inflated to 8 atmospheres, and left in the patient for approximately 16 minutes. The perforation was sealed and the target lesion was treated at the same time, ending the procedure. There was no clinically significant delay in the procedure or adverse patient sequela. No additional information was provided.